Event description:
The technician at the user facility reported that when preparing the scope for use, the forceps elevator was found completely cut off. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during the device evaluation (foreign material). ). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The following defects were found during the device evaluation: the elevator wire was observed to be cut off. Due to the cut in the elevator wire, the forceps elevator does not rise, and the forceps raising angle is out of specification. A gap of adhesive was observed in the bending section where the adhesive had detached. Due to wear of the angle wire, the down/left bending angle do not meet the standard value. The insertion tube adhesive rubber, control grip, distal end cover, universal cord, right/left knob, and the adhesive around the light guide lens, were dirty/stained/discolored. Several of the device components demonstrated scratches and wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the forceps elevator did not assumably move due to forceps elevator wire cut and therefore reprocessing steps were not completely conducted. As a result, foreign material may have remained on forceps elevator and around there. The following is included in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.